Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation.

Event description:
As reported, the operator tried to press the deployment button of a 6f exoseal vascular closure device (vcd), but it was very hard. Judging it dangerous to force it, they removed the sheath and main body and switched to manual compression to finish. There was no reported patient injury. Manual compression was held for 20 minutes. There were no visible signs of device or package damage prior to use. The device was stored in catheterization lab storage. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to a solid black color. When depression of the button was attempted, the button would not depress at all. The device was not attempted to be deployed outside the patient¿s body. A non-cordis catheter sheath introducer was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not previously been closed with any closure device or manual compression less than 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an endovascular therapy procedure with a retrograde approach. The physician had achieved certification on the use of the exoseal vcd. The device will be returned for evaluation.